Event description:
Received notification from medtronic that the pacemaker was defective. Reason - inappropriate therapy due to oversensing. This device had been implanted in pt a year ago for pt's heart failure. Pt underwent removal of this device and a new biventricular automatic cardioverter defibrillator was inserted. Pt admitted following transfer from emergency dept.